Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient for follow up with the right atrial lead exhibiting diminished p-wave sensing, and increased capture thresholds. A chest x-ray confirmed lead dislodgement. The lead was explanted and replaced. The patient was in stable condition following the procedure.